Event description:
It was reported that the catheter was placed in the pt. Post insertion, bleeding was noticed at the insertion site and the dressing was removed. They discovered a crack in the catheter port of the line. As a result, it was removed without incident and was discontinued. There was no delay in treatment, no pt death and no pt complications were reported. No pt injury was reported. Reference MDR #1036844-2011-00051 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.